Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred the day after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient said that his boss saw him resting on his table and his boss called an ambulance. The ambulance people tested his glucose and found out that he was 39 mg/dl while the cgm reading was 400 mg/dl. He was immediately rushed to the hospital. The reversal of hypoglycemia was not specified. The length of stay in the hospital was not specified. At the time of the report, the patient was doing fine. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.